Manufacturer narrative:
The abbott field service representative inspected the cuvette washer and replaced the high concentration waste peristaltic tubing to address the issue. There were no additional discrepant results reported on architect c4000 after the tubing was replaced. The monthly product monitoring for clinical chemistry systems was reviewed. The calculated erratic rates for the architect c4000 system was below the upper control limit with no adverse trends identified for the complaint issue. A review of historical data revealed no adverse trend, systemic issues or non-conformances for the part associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
Patient identifiers: (B)(6). No race or ethnicity was provided for the patients. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed sodium when processing on the architect c4000. ID (B)(6) was architect sodium of 119 that repeated I-stat of 138 mmol/l. ID (B)(6) was architect sodium of 106 that repeated I-stat of 138 mmol/l. ID (B)(6) was architect sodium of 119 that repeated I-stat of 138 mmol/l. The account uses a normal sodium range of 136 to 145 mmol/l. No impact to patient management was reported.